Manufacturer narrative:
Manufacturer/compounder - this device was manufactured/compounded at one of the two following manufacturing sites: (B)(4). Initial reporter postal code: (B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent an anterior lumbar interbody fusion (l3/4 l5s1) and floseal was used. It was reported the surgeon applied 2 ml of floseal to l/4/l5, due to a small epidural bleeding. Fifteen minutes post-administration, the patient experienced a significant drop in blood pressure, oxygen saturation became very low and patient ¿was red all over¿. The surgeon reported the event as anaphylaxis. Treatment for the events was not reported. At the time of this report, the patient¿s outcome was not reported. No additional information is available.